Manufacturer narrative:
The device has not been returned so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that upon removal of the protective t-piece covering the iab was found to be unfurled. The one-way valve was used to try pull a vacuum to tighten the balloon up and to allow it to be rewrapped for insertion but this was unsuccessful. The balloon was put aside and kept for examination and a new iab was used successfully. The patient expired on (B)(6) 2017, but the customer does not attribute the death to the iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that upon removal of the protective t-piece covering the iab was found to be unfurled. The one-way valve was used to try pull a vacuum to tighten the balloon up and to allow it to be rewrapped for insertion but this was unsuccessful. The balloon was put aside and kept for examination and a new iab was used successfully. The patient expired on (B)(6) 2017, but the customer does not attribute the death to the iab.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that upon removal of the protective t-piece covering the iab was found to be unfurled. The one-way valve was used to try pull a vacuum to tighten the balloon up and to allow it to be rewrapped for insertion but this was unsuccessful. The balloon was put aside and kept for examination and a new iab was used successfully. The patient expired on (B)(6) 2017, but the customer does not attribute the death to the iab.